Event description:
It was reported that the procedure was to treat a moderately calcified, moderately tortuous lesion in the first obtuse marginal coronary artery. The lesion was pre-dilated with a 2.0mm balloon. A 2.25x15mm xience alpine stent delivery system (sds) was then advanced and the stent implanted. Post dilatation with a 2.25mm non- complaint balloon was performed, however, a dissection was noted at the distal edge of the stent. Another 2.25mmx12mm xience alpine was used to treat the dissection. There was no reported adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in the xience alpine everolimus eluting coronary stent system (eifu), electronic instructions for use, as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.